Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Customer planned to use multiple daily injections as backup insulin therapy.